Event description:
It was reported by the aci sales professional that a female patient underwent an interventional coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery, via a 6f sheath (model unknown). Peri-procedure, the patient was anticoagulated with plavix. Following the procedure the physician who is training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that post deployment a small hematoma (<6cm) was present at the access site. Manual compression was applied for 15 minutes in which time the hematoma did not resolve. A femostop was applied (duration unknown) without any further complications noted. The patient was ambulated and discharged to home on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.